Event description:
(B)(6) 2022 ,the package was found broken during inspection. Involved 6 pcs. The devices were not unsealed. There were holes in the kits.

Manufacturer narrative:
(B)(4). Quantity of 6 devices found during incoming inspection by distributor. The device history review for the product visistat 35w 6/box lot# 73e2100424 investigation did not show issues related to the complaint.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of (B)(6) visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged. It appears that there is a hole near the tip of the devices where the staples are ejected. The packaging was also observed to be cracked along the edges across from the puncture. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73e2100424 was manufactured on 05/17/2021 a total of (B)(4). Lot was released on 05/31/2021. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
28 mar 2022 ,the package was found broken during inspection. Involved 6 pcs. The devices were not unsealed. There were holes in the kits.